Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what is the procedure & event date? Nov.22nd, total hip replacement could you please confirm what consequences did the patient present? Please explain. No issues for patient and x-ray didn¿t show needle very well although it was a very small piece and you had to look close to see it. What is the lot number? I would have to look back in the chart. It was either an o-vicryl CT-1 or ethibond- unknown lot. What do you mean by "MRI"? Please explain our imaging supervisor was concerned if the piece that was retained would cause any harm when patient would have MRI which is why I had inquired about what the needle was made of. Did pieces get retrieved? When it was noticed that a small piece of it had broke off the surgeon was notified and he declined x-ray due to the size and there was a lot of irrigation used so may have irrigated the piece out. What was used to complete the procedure? New needle used to close wound from total hip. What tissue structure is it located? Within soft tissue facia at hip. Size of the needle piece retained? It was not entire needle only a very small piece of it. Are any plans in place to remove the needle piece in future? No future surgery planned due to what I explained above. If retained, what is the surgeon's opinion of consequences to the patient? No concerns from the surgeon. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 275 g/m.

Event description:
It was reported that a patient underwent a total hip replacement procedure on (B)(6), 2021 and suture was used. During the procedure, a small piece of the needle broke off in the patient. Changed another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested.

Event description:
It was reported that a patient underwent a total hip replacement procedure on (B)(6), 2021 and suture was used. During the procedure, a small piece of the needle broke off in the patient. Changed another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what is the procedure & event date? (B)(6), total hip replacement could you please confirm what consequences did the patient present? Please explain. No issues for patient and x-ray didn¿t show needle very well although it was a very small piece and you had to look close to see it. What is the lot number? I would have to look back in the chart. It was either an o-vicryl CT-1 or ethibond- unknown lot. What do you mean by "MRI"? Please explain our imaging supervisor was concerned if the piece that was retained would cause any harm when patient would have MRI which is why I had inquired about what the needle was made of. Did pieces get retrieved? When it was noticed that a small piece of it had broke off the surgeon was notified and he declined x-ray due to the size and there was a lot of irrigation used so may have irrigated the piece out. What was used to complete the procedure? New needle used to close wound from total hip. What tissue structure is it located? Within soft tissue facia at hip. Size of the needle piece retained? It was not entire needle only a very small piece of it. Are any plans in place to remove the needle piece in future? No future surgery planned due to what I explained above. If retained, what is the surgeon's opinion of consequences to the patient? No concerns from the surgeon. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 275 g/m.